Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant result on a (B)(6) male patient with history of urinary tract infections. The patient was admitted on (B)(6) 2017 at 12:05 and discharged on the same day at 20:48. There was no additional patient information available at the time of this report. Return product is available for investigation. (B)(6). Samples collected and tested on (B)(6) 2017. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 11/20/2017. Retain and return product was tested and and functioning according to specification.

Event description:
Na.